Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055 1 event was reported for this quarter. 1 device was received for evaluation. 1 device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device reportedly overheated.there was no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device reportedly overheated. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.  Supplemental rationale. 1 previously reported event is included in this follow-up record. Product return status 1 device was not available to stryker for evaluation. 1 device is not labeled for single-use. 1 device was not reprocessed and reused. Device not received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 1 previously reported event is included in this follow-up record. Product return status: 1 device was not available to stryker for evaluation. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused. Device not received.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device reportedly overheated. There was no patient involvement; no patient impact.